Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Visual analysis of the returned fiber revealed 0.2 mm of exposed tip remaining. Following removal of 20 mm of jacketing from the distal tip revealed a clean break on the fiber tip. The pattern on the tip face confirmed fiber degradation and fiber fracture.

Event description:
It was reported to boston scientific corporation that during a bladder stone procedure using a flexiva 1000 laser fiber, the tip of the fiber fell inside the patient leaving pieces of glass in the bladder. The physician was able to remove the pieces of glass and tip of the fiber with graspers. Laser energy from a 100 watt lumenis laser set at 1.0 joules and 50 hertz was being used with the fiber.the procedure was completed with another flexiva 1000 laser fiber, without any complications to the patient, who is reportedly fine post procedure.

Event description:
It was reported to boston scientific corporation that during a bladder stone procedure using a flexiva 1000 laser fiber, the tip of the fiber fell inside the patient leaving pieces of glass in the bladder. The physician was able to remove the pieces of glass and tip of the fiber with graspers. Laser energy from a 100 watt lumenis laser set at 1.0 joules and 50 hertz was being used with the fiber. The procedure was completed with another flexiva 1000 laser fiber, without any complications to the patient, who is reportedly 'fine' post procedure.